Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the monitor failed to power up. The user continued on with the procedure without the use of the monitor. The user reported that surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.